Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this lead had noise and low impedances of less than 200 ohms that was reported via home monitoring. There is no indication of intervention.